Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement. After several attempts to reposition the lead with placement difficulty, the lead was removed and will not be replaced. No patient complications have been reported as a result of this event.